Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device was entering "stop mode" without first providing an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.